Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - conclusion code ¿ 11 is being updated to 24 for this event. Eval code - result code 3233 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Device code (B)(4) no longer applies. Recall and notification no longer apply. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient was receiving morphine 4.0 mg/ml at 1.8478 mg/day and baclofen 60 mcg/ml at 27.717 mcg/day. The patient called on (B)(6)2017 to say she was hearing a beeping sound and started to feel sick. She then realized the beeping was coming from her pump. The pump was interrogated on the same date, revealing a motor stall occurred on (B)(6)2017 at 10:48 with a recovery on (B)(6)2017 at 06:15. Another stall occurred without recovery on (B)(6)2017 at 13:53. The patient had complaints of nausea, frequent loose stools, increased anxiety, and agitation. The device diagnosis was pump motor stall. The clinical diagnosis was drug withdrawal. The pump was replaced on (B)(6)2017 and the event resolved without sequelae on the same date. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The event was related to the device or therapy, and was not related to the implant procedure. No further complications were reported or anticipated. Additional information was received. The seriousness was updated to required in-patient or prolonged hospitalization. The patient had been admitted for replacement of her pump.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine (concentration ¿4.0 mg¿) and baclofen (concentration ¿60.00 mcg¿) via an implantable pump for non-malignant pain and degenerative disc disease. The doses were unknown. It was reported that a motor stall without recovery occurred. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The hcp scheduled/planned a pump replacement for (B)(6) 2017. The hcp placed the pump in minimum rate, and pump replacement was performed. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history was unknown. The patient¿s weight was unknown. There were no further complications reported.